Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in house testing, a search for similar complaints, and a review of labeling. Three axsym instruments were calibrated per the instructions in the package insert by testing the calibrators in duplicate with reagent lot 92966m500. For each of the three runs, a single replicate of each level of abbott controls was tested per the package insert for validity. Five replicates of each axsym cmv-g panels 1, 2 and 3 were tested across all three instruments. The acceptance criteria were met. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), that has a similar us product distributed in the us, (B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated an axsym analyzer generated false (B)(6) cmv igg results for three samples drawn from the same patient over a period of nine months. An architect analyzer generated (B)(6) cmv igg results for the same patient. The (B)(6) cmv igg results were confirmed by a (B)(4). There was no adverse impact to patient management reported.